Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implantable pulse generator (ipg) replacement procedure, the patient developed pocket and lead infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.